Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited last error code 1720. There was no patient involved and no patient injury was reported.

Manufacturer narrative:
D9: product received date 2/7/2025. H3: one device was returned for repair with complaint that pump exhibited last error code 1720. This device has not been in for service within the review period. Visual evaluation found lifting downstream occlusion (dso) seal. Replaced dso seal and battery fallout capacitor to correct the problem. Device passed all functional tests post repair.